Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: b5, d8. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, a proximal femoral nail antirotation (pfna) blade could not be removed from an extraction screw after removal of the pfna blade. The femoral neck extraction screw introduced first was too short and should have been replaced with a longer screw to knock out the old blade. However, the wrong screwdriver or impactor for pfna blade was used primarily. At first, the customer had connected the impactor for the removal of the blade, instead of the extraction screw, which should have been used. As a result, the inner part of the femoral neck screw blocked in the outer shell and the screwdriver could not easily be removed from the removed blade. A new pfna blade was used to complete the procedure. There was a surgical delay of 4-5 minutes. Patient outcome was unknown. Concomitant devices: pfna nail (part: unknown, lot: unknown, quantity: 1), pfna screw (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, an unknown proximal femoral nail antirotation (pfna) blade could not be removed from an extraction screw after removal of the pfna blade. It was reported as an operating error of the surgeon. The femoral neck extraction screw used first was too short and was replaced with a longer screw to knock out the old blade. However, the wrong screwdriver or impactor for pfna blade was used. The impactor was connected first for the removal instead of the extraction screw that should be used. As a result, the inner part of the femoral neck screw blocked the outer shell and the screwdriver could not be removed from the removed blade. There was a surgical delay of 4 to 5 minutes. Patient outcome is unknown. Concomitant medical products reported: unknown pfna nail (part #: unknown, lot #: unknown, quantity: 1) and unknown pfna screw (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) impactor f/pfna blade. This is report 1 of 2 for (B)(4).